Event description:
Date of event unk. The user reported that during the set up of a blood transfusion, they noticed a leakage between the set and the drip chamber. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. The IV administration set has been requested for investigation, but not received to date.

Manufacturer narrative:
Pt's info requested and all available information is included.